Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The displacement test was performed, and the test did not pass. It was stated that the customer changed the infusion set and reservoir to perform the self test and passed. No further information was provided.